Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was returned for evaluation, and the complaint is not confirmed. Exterior visual inspection showed no signs of physical damage. The simulated treatment was performed and completed without any failures or problems. The resulting treatment data sheet reflects the programmed treatment settings. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase was determined to be within expected tolerance for the liberty cycler. The valve actuation and system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis nurse (pdrn) called for the patient to order a replacement due to an overfill issue. The patient drained out 2081 ml during her final drain, then manually drained 3100 ml for a total of 5181 ml which is 259% over the expected drain volume resulting in a reportable device malfunction. Per pdrn there has been no patient injury due to the overfill. The patient remained asymptomatic.